Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 03/01/2026 to 03/02/2026. The patient was using a tandem t:slim x2 insulin pump at the time of the event. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on 03/01/2026, he developed symptoms overnight that he described as ¿almost passing out,¿ and his wife attempted to give him oral glucose, which he stated he was unable to handle. At this time, the pump was bouncing around 100, 200, 208 mg/dl while no fingerstick blood glucose test (fsbg) at this time. Throughout the night of (B)(6) 2026, the cgm displayed readings around 200 mg/dl, but the patient stated he was clearly experiencing hypoglycemia symptoms. The next morning, 03/02/2026, still feeling unwell, he performed two immediate bg test using different fingers and new lancets, both showed approximately 50 mg/dl while the cgm was still showing just over 200 mg/dl. He indicated his bg may have been in the 30 mg/dl range earlier in the night based on how he felt despite already ingesting sugar. Later that day, because his symptoms were not aligned with the cgm readings, he opted to remove the sensor. There was no documentation of medical intervention. Multiple attempts to contact the reporter were made; however, no other details were obtained. At the time of the report, the patient was feeling fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.